Event description:
It was reported that a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. The balloon ruptured at 14 atm. The number of inflations and to what atm's is unknown. The catheter was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status is listed as good

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).